Manufacturer narrative:
Eval result: (other) -inspection of the alarm shows that the battery connectors are damaged, and there is an intermittent power.

Event description:
The reporter stated that the keepsafe fall monitor model 8202l had several issues, but did not elaborate. No pt injury reported. Inspection of the alarm by posey shows that the alarm had intermittent power.